Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care physician (hcp) via a manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that when the hcp went to insert the lead into the head of the battery the lead would not advance all the way into the battery head. The hcp removed the lead and flushed the battery head and finally got the lead to advance all the way but then they could not tighten the screw/could not get the screw back on track after trying to back the screw in and out several times. They had to open a new battery and not use the first battery. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis: product analysis on ipg 3058 interstim ii (serial # (B)(4)) analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications: a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.55, 0.59, & 0.63 lbs; withdrawal=0.52, 0.53, & 0.47 lbs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.